Event description:
It was reported that while the surgeon was impacting the implant, the tip of the instrument fractured. No foreign body retained or harm to the patient reported. Multiple attempts have been made to obtain additional information, but no response has been received at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the grey plastic tip of the impactor was broken. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.